Event description:
It was reported the radiopaque marker detached from this introducer sheath during a nephrostomy procedure. Uneventful retrieval utilizing aspiration followed. Another unit was used to successfully complete the procedure without pt complications. This device was not returned for evaluation. Therefore, no failure analysis is available. Follow up could not confirm if resistance was encountered during this procedure. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the cause for this event.